Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power twice and the alarms cleared. The tsr advised the hp to start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. Product surveillance (ps) stated the home patient (hp) had a clamp open during therapy. Per the pdn, the hp did not contact her regarding the alarm. The pdn stated that the hp had been in the clinic since then and stated that therapy was going fine. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had a clamp open during therapy. A labeling review found the labeling to be adequate for the use/user error identified in this incident.